Manufacturer narrative:
This report is submitted on september 01, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the abutment was removed.

Manufacturer narrative:
It was reported that the infection was treated with oral and IV antibiotics (date and duration not reported). The abutment was removed under a general anaesthetic.